Manufacturer narrative:
(B)(4). On 05 apr 2018, the arjo representative was informed about the incident related to arjo maxi sky 600 ceiling lift which occurred in (B)(6). As per customer's event description, the lifting strap unwinded unexpectedly and the patient fell on the floor. The involved patient sustained the head laceration which required stitching. The customer was visited by arjo representative. During interview, it was clarified that the unexpected unwind of the lifting strap occurred when the patient was being lowered to an armchair. In result, the patient fell on the armchair leading the device to tip over. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. Based on analysis previous incidents, the unexpected unwinding of the ceiling lift strap may occur when the lifting strap fully unwound from the transmission gear. It needs to be emphasized that, the transmission box is responsible for providing up/down movement of the lifting strap by activation of the gear movement. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore the fall will be automatically stopped by the safety feature incorporated into the device. During an inspection of the involved device performed by arjo representative, there was no failure identified that could have caused or contributed to the reported fall. The unexpected device behavior: unwinding of the ceiling lift strap could not be recreated. Using the device as per its intended use and according to instructions included in the instruction for use (IFU 001.14150.33.en rev. 8) should prevent an uncommanded unwinding of the lift strap. Sum up, while the incident occurred the device was being used for patient's handling. The root cause was impossible to define despite the analysis of all collected information. As per allegation reported the lifting strap was unwound from the transmission gear, so the maxi sky 600 ceiling lift was not up to the manufacturer's specification. The complaint decided to be reportable based on the actual outcome of the incident - the resident received serious injury.

Event description:
On 05 apr 2018, the arjo representative was informed about the incident related to arjo maxi sky 600 ceiling lift which occurred in (B)(6). As per customer's event description, the lifting strap unwinded unexpectedly and the patient fell on the floor. The involved patient sustained the head laceration which required stitching.